Event description:
The customer reported the system lockup during a case. The system was rebooted and they were able to finish the case without further incident.

Manufacturer narrative:
The ge service rep erase flash in all nodes and reload software. Verified system operation. No problem found with the system. The rep instructed the operator to verify the integrity of the power outlet used for the system, and insure a good connection between the c-arm and work station. He verified all system voltages. The reported problem has been corrected.